Event description:
It was reported by service report that the fowler litter would not lay flat on the bed frame because the fowler litter was bent. It is unknown if there was patient involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result - bent fowler.